Event description:
The customer reported having low blood glucose while being at the hospital for knee surgery. At the time they had the customer at 50% of insulin intake. The customer stated that he went to endocrinologist the day before and they raised the carbohydrates from 3:1 to 5:1, but he went into a hypoglycemic episode again. Troubleshooting was declined as customer requested assistance to lower his basal rate overnight. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.